Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the pointer tip broke off during a navigation procedure. There was no known patient impact or procedural delays.

Event description:
It was reported that the pointer tip broke off during a navigation procedure. There was no known patient impact or procedural delays.